Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion. The trek nc 3.25 x 12 mm balloon ruptured at 12 atmospheres when it was inflated for the first time. The balloon was soaked in saline prior to use. Air was pulled outside of the anatomy prior to use. There was no resistance during removal of the protective sheath reported. There was no resistance during advancement or removal of the device reported. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was reported.